Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the user informed the technical support engineer (tse) that universal surgical manipulator (usm1) was experiencing recoverable faults. The user called in to report that the instrument on usm1 was encountering a recoverable fault while in use. The tse provided guidance to use the instrument release kit (irk) to properly remove the instrument from the tissue. The user was advised that the fault might recur, potentially leading to the same issue. Despite this, the user decided to attempt to finish the case using usm1, as they were close to completing the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they disabled usm1 due to the issue and completed the procedure using the remaining arms. The reporter confirmed that the force bipolar instrument was stuck on the cystic duct and successfully removed by an irk. The instrument was still functional after it was removed from usm1 and was re-installed on usm2 to continue with the procedure. There was no adverse effect on the grasped tissue. The reporter confirmed that were no abnormalities with the instrument and the instrument was not in strong grip mode.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse universal surgical manipulator (usm1) due to 23068 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23068 error was found indicating a primary sensor latency error on axis 5, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm1) was installed on an in-house system and a patient side cart fixture test platform (pftp), where no errors related to the reported event occurred. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a sensor fault on the instrument sterile adapter printed circuit assembly and carriage rotors. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.